Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to occlusion that caused injury and damage. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to occlusion that caused injury and damage.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to occlusion that caused injury and damage. Additional information received per the medical records indicate that the patient has a history of blood clotting tendency, deep vein thrombosis (dvt), hypertension, neuropathy and venous (peripheral) insufficiency. The medical records state that the filter was placed ten years prior to the date previously provided. The exact implant date is unknown. A computed tomography (CT) pelvic venogram scan was performed approximately twenty-seven years post implant to evaluate the filter and iliac stents for patency. Results of the exam noted eccentric calcification within the filter which could reflect chronic thrombus. There was a diminutive appearance of the ivc below the filter. The left common/external iliac venous stent lumen is hypoenhancing relative to the contralateral side, as seen on prior exam, which may reflect in-stent thrombus. The common femoral veins are patent bilaterally. There is multifocal narrowing of the femoral veins bilaterally with small calcifications suggesting chronic dvt. There is also dilation of the left great saphenous vein (gsv) measuring up to 1 cm in diameter. The gsv is mildly dilated on the right measuring 7mm. Lower extremity superficial varicosities communicate with the gsvs bilaterally. The impression was that there was probably superficial venous insufficiency of the gsv's bilaterally, left greater than right. Anterior abdominal and pelvic venous collaterals are noted extending superiorly from the saphenofemoral junctions. The scan also revealed dependent body wall edema and subcutaneous edema in the bilateral calves and thighs, left greater than right. The lower chest scan revealed dependent atelectasis in the lung bases. Additional information received per the patient profile form (ppf) states that the patient experienced blood clots, clotting, and/or occlusion of the ivc. The patient became aware of the reported events approximately twenty-seven after the index procedure. The patient has also experienced anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused occlusion. The patient reported becoming aware of blood clots, clotting, and/or occlusion of the inferior vena cava (ivc), approximately seventeen years and one month post implant. The patient also reported experiencing anxiety related to the filter. According to the medical records the patient had a history of blood clotting tendency, deep vein thrombosis (dvt), hypertension, neuropathy and venous (peripheral) insufficiency. The medical records state that the filter was placed ten years prior to the date previously provided. The exact implant date is unknown. A computed tomography (CT) pelvic venogram scan was performed approximately twenty-seven years post implant to evaluate the filter and iliac stents for patency. Results of the exam noted eccentric calcification within the filter which could reflect chronic thrombus. There was a diminutive appearance of the ivc below the filter. The left common/external iliac venous stent lumen is hypoenhancing relative to the contralateral side, which may reflect in-stent thrombus. The common femoral veins are patent bilaterally. There is multifocal narrowing of the femoral veins bilaterally with small calcifications suggesting chronic dvt. There is also dilation of the left great saphenous vein (gsv) measuring up to 1 cm in diameter. The gsv is mildly dilated on the right measuring 7mm. Lower extremity superficial varicosities communicate with the gsvs bilaterally. The impression was that there was probably superficial venous insufficiency of the gsv's bilaterally, left greater than right. Anterior abdominal and pelvic venous collaterals are noted extending superiorly from the saphenofemoral junctions. The scan also revealed dependent body wall edema, numerous punctate metallic foreign bodies in the back and gluteal soft tissues/musculature and subcutaneous edema in the bilateral calves and thighs, left greater than right. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, occlusive thrombosis and stenosis within the filter and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6a: the initial legal brief states that the patient was implanted with a trapease filter in 2003 at an unknown date however, the medial records state that the patient was implanted with an ivc filter in 1993.